Event description:
The customer reported approximately one half of a milliliter of fluid leaked at the bend of the tubing under the lee valve, from the probe area of the instrument, involving the cytomics fc 500 mpl flow cytometer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the lee valve and sample probe to resolve the reported issue. The fse verified system operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was system hardware. A definitive root cause is unknown. (B)(4).

Manufacturer narrative:
Additional information: beckman coulter conducted a risk assessment and concludes that a malfunction of the 3-way valve (probe switching valve) does not have the potential to cause a safety impact to the patient, user, property, or the environment. This issue does not have the potential to cause a biohazard exposure to the user as the valve is located behind a cover shield and the valve would only be replaced by a beckman coulter field service engineer following established procedures. Additionally, this issue will not lead to incorrect results as insufficient sample aspiration may result in no data to be displayed in the histograms and no results to be generated. In house testing has revealed that if there was a reduction in aspiration sample, the system will still accurately represent population percentages. Beckman coulter's labeling also instructs operators to check the count on the data display and printout and to review all histogram plots prior to reporting results.